Event description:
It was reported via phone call, that the customer's insulin pump had a loose drive support cap. Customer's blood glucose level at the time 171 mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump, and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The drive support cap was inspected on the insulin pump and no anomalies were noted. However, the device had detached end cap, minor scratches on the display window, cracked case at the display window corners, cracked battery tube threads, cracked reservoir tube lip, cracked reservoir tub. Displacement, rewind, basic occlusion, occlusion, prime, and excessive no delivery tests were not performed due to the detached end cap.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.